Event description:
Reportedly, the device was explanted after an implant duration of 14.23 months due to heart valve disfunction. Per the cer: ¿heart valve disfunction, which lead to explantation. During the operation was found one leaflet was thick and less movable, that lead to valve disfunction. Symptoms: dyspnea. Condition of prosthesis after explant : thickening and dismovement of one leaflet (less movable that the other). Patient's outcome: stable after re-operation.

Event description:
It was reported that the device was explanted after an implant duration of approximately 87.8 months. (Through follow-up with the health-care provider), it was learned that the device was explanted due to aortic stenosis.

Event description:
A customer's hand was punctured by the axsym probe while loading a specimen rack. The customer did not push pause per operation manual instructions prior to loading the rack. The customer received wound irrigation and disinfection and was tested for infection. No further impact to patient management was reported.

Manufacturer narrative:
The device was evaluated on 12/10/2009.evaluation summary: heavy extrinsic and intrinsic calcification was visible on the cusp of all leaflets. Minimal calcification was also present on the free margins of all leaflets. Calcification reduced mobility to the leaflets and led to stenosis. A gap was visible at the coaptation region. A tear, 3-4 mm in length, was noted on leaflet one along the cusp 2 post. Two tears, each 3-4 mm in length, were noted on leaflet two along the cusp 2 and 3 posts. One tear, 4 mm in length, was found on leaflet three along the cusp 3 post. Calcification was visible at all these areas. Host tissue overgrowth was moderate at the tissue inflow and encroached into the orifice and onto the tissue 5mm at the greatest point. A thin layer was noted on the tissue outflow. Minimal host tissue overgrowth was observed on the stent outflow. Leaflets one and three were fused by host tissue at cusp 1 post. Extensive calcification was noted in the x-ray. Cusp 2 post appeared to have been pushed/pulled outwards in the x-ray. Wireform was exposed at the cusp 3 post on the outflow aspect.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. Device returned. However, not evaluated yet.